Manufacturer narrative:
The device's inverter board which provides power to the display backlight was replaced to address the issue.

Event description:
The manufacturer received information alleging the ventilator's screen was not working. There was no patient harm or injury reported.